Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (535-598 mg/dl). Customer was unsure of the cause. System check was performed with tandem technical support and no anomalies were identified. Customer addressed elevated blood glucose by delivering pump boluses and drinking water. Customer reported that healthcare provider would be consulted for diabetes management and declined follow up from tandem technical support.